Manufacturer narrative:
The customer could not return the device for evaluation. Therefore, an in-house testing was performed using the in-house contour xt meter with in-house contour next test strips from lot # 9dpec71b, which gave satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 178 mg/dl and 92 mg/dl on the contour xt meter. She performed repeat testing using the second contour xt meter and obtained readings of 95 mg/dl and 46 mg/dl. All readings were obtained within 10 minutes. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.